Event description:
The customer reported it did not unload the charge. Battery issue it does not perform the functional test. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.